Event description:
It was initially reported that the physician's handheld was rebooting itself after system diagnostics were run. The handheld would reboot itself after system diagnostics when the user attempted to go directly to the parameters screen. The handheld was fully charged and there were no other known issues that could have contributed to the situation. This had happened with several patients that day. A hard reset was preformed but the issue still persisted. Good faith attempts for product return and additional information have been unsuccessful to date.